Event description:
Same case as MDR ID# 2134265-2013-01304. It was reported that during a rotational atherectomy procedure, guide wire fracture occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous distal left circumflex (lcx). The physician advanced a floppy gold rotawire guide wire to the lesion. A rotablator rotalink plus burr was advanced over the guide wire and ablation was performed twice for ten seconds at 200,000 pm. During ablation the guide wire fractured in the proximal lcx. The physician advanced an unspecified snare to the lcx and the fragment was removed from the patient. The procedure was completed with balloon angioplasty. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the spring tip detached and was not returned. The device was fractured 323.9cm from the proximal end. All the outer diameter that could be measured are within the specifications. The fracture section was sent to the (B)(4) for analysis. As per (B)(4) results, the failure occurred due to a cyclic bending event and a final bending overload event. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-01304. It was reported that during a rotational atherectomy procedure, guide wire fracture occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous distal left circumflex (lcx). The physician advanced a floppy gold rotawire guide wire to the lesion. A rotablator rotalink plus burr was advanced over the guide wire and ablation was performed twice for ten seconds at 200,000 pm. During ablation the guide wire fractured in the proximal lcx. The physician advanced an unspecified snare to the lcx and the fragment was removed from the patient. The procedure was completed with balloon angioplasty. No further patient complications were reported and the patient status is good.